Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified left anterior descending artery. The 2.5x 15mm maverick2 balloon was inflated to 6 atm's for 30 seconds. The balloon was reinflated to 9 atm's when it ruptured. The procedure was completed with this device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.